Event description:
It was reported that the patient visited the emergency room (ER) due to hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached 400 mg/dl while wearing the pod between 36 and 48 hours on the arm. The patient¿s mother contacted their endocrinologist for advice regarding the high blood glucose levels. The were advised to remove the pod and apply a new pod, in the even this didn¿t work, they were to attend the ER. Symptoms reported included vomiting, fever and stomachache. The patient was treated with insulin an estimated 3 times (although dosages were not reported). The patient left the ER the same day, 7.5 hours later. The second pod was removed at the hospital, and the patient has since been using short and long-acting insulin via injection at home.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019; 13:614-626. [2] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019; 10:751-755. [3] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019; 21:155-158.